Event description:
The hearing aid (h/a) user came into the dispenser's office for a routine follow up visit. The h/a specialist noticed that the wax guard from the hearing aid was missing. The h/a specialist found the was guard at the entrance to the ear canal and removed it without incident. There was no further problems in the ear--no redness, swelling or pain.